Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump monitored in 50c oven for several hours and no button error alarm noted. No unexpected numbers ramping during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched case, scratched reservoir tube window and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.